Event description:
Customer reported that pump battery would not charge. There was no reported adverse impact to the customer¿s blood glucose level. Technical support attempted various solutions, including trying different wall outlets and charging cables, but none resolved the issue. Ultimately, technical support decided to replace the pump and instructed the customer to use multiple daily injections as a backup therapy to ensure continued insulin delivery. The customer was advised to put the pump into storage mode before returning it using a pre-paid label.